Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalize due to a malfunction with the omnipod device (unspecified). No other information was provided on this event.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem codes added.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted into the intensive care unit (ICU) for 13 days, due to high blood glucose (bg) levels exceeding 50 mmol/l (900 mg/dl) and falling into a diabetic coma, while wearing the pod on the abdomen between 49 and 71 hours. At the hospital, the patient was administered 40 units of novo rapid, kalium retard 10 mmol, 3 times a day, clexane 20 mg in the morning and 40 mg in the evening, piperacillin 4,5 gram 1 ampoule, lafix 20 mg 1 ampoule and pantozol 40 mg, all intravenously. The pod was discarded at the hospital.